Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges that burned up inside and smoke coming out of the unit. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. Minor cracking of ui panel plastic around the therapy button. Water was still present in the water tank and appears to be bio-contamination was observed on the water tank seal. Contamination consistent with mineral deposits in the water tank, on the heater plate, on the two screws on the bottom enclosure, and on the rear panel, suggesting the use of non-distilled water. Water ingress and mineral deposits in the blower box, on and in the blower, and on and in the iso port tube. Indeterminate contamination was observed on the humidifier input/output seal. Thermal damage is visible on the underside of the ui panel, top and bottom of the pca, and on the top of the iso port tube. Water ingress and mineral deposits were found on the interior of the rear panel, under the blower box assembly, and under the heater plate. The device was scrapped.